Manufacturer narrative:
The electronic log files from the AED have not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED is flashing its red asi and reporting "replace battery pack now". They reported that this did not occur during patient use.

Manufacturer narrative:
The AED was tested upon its return and functioned as designed. Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. On (B)(6) 2023 the AED identified two service codes and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until (B)(6)2023 when the battery pack was measured at a low state and the AED began reporting a battery low warning. The AED continued to flash and chirp until (B)(6) 2023 when the battery pack was uninstalled. There was no evidence in the electronic logs of any human interaction to address the aeds condition until (B)(6) 2023 when a replacement battery pack was inserted into the AED. The service codes were cleared with a manual self-test on (B)(6) 2024. The customer reported that the AED had reported a replace battery pack now warning, but this warning was not observed in the device's log files.